Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose up to 24.9 mmol/l (448.2 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose and fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied, and a correction bolus was administered. The pod was reportedly discarded.